Event description:
At first follow up visit, a decrease in sensing r-wave and an increase in threshold were noted. X-ray did not reveal any issues so it was decided that the patient be monitored. The decision was made to reposition the lead when follow- ups continued to show a decline in thresholds. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The damage found was sustained during the surgical procedure.